Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer holding the cable in the charging port. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.